Manufacturer narrative:
Additional attempts to get more information about the event will be required. The event appears to be related to disease recurrence rather than to the performance of the device; reporting is being made due to the associated explantation. In the meantime, the following information has been reviewed: dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: breast cancer ¿ the food and drug administration (FDA) identified a possible link between breast implants and anaplastic large cell lymphoma (alcl), an uncommon cancer of the immune system. When this cancer occurs, it is called breast implant-associated anaplastic large cell lymphoma (bia-alcl). Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Shell manufacturing: no deviation or abnormality detected. Gel mixing: no deviation or abnormality detected. Primary packaging: no deviation or abnormality detected. Sterilization: no deviation or abnormality detected. Second sterilization round: no deviation or abnormality detected. Secondary packaging: no deviation or abnormality detected. Labeling: no deviation or abnormality detected.

Event description:
France. Allegedly, a patient with a previous history of breast cancer, who underwent surgery for left breast symmetrization using motiva implants following a prior right radical mastectomy performed as part of her oncologic treatment, reported a recurrence of the disease; for this reason, an explantation was performed (sn: (B)(6)).

Manufacturer narrative:
Additional attempts to get more information about the event were performed no answer was received. Additionally, the alleged event was not confirmed due to insufficient clinical evidence. The event appears to be related to disease recurrence rather than to the performance of the device; reporting is being made due to the associated explantation. In the meantime, the following information has been reviewed: dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: breast cancer ¿ the food and drug administration (FDA) identified a possible link between breast implants and anaplastic large cell lymphoma (alcl), an uncommon cancer of the immune system. When this cancer occurs, it is called breast implant-associated anaplastic large cell lymphoma (bia-alcl). Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected - gel mixing: no deviation or abnormality detected - primary packaging: no deviation or abnormality detected - sterilization: no deviation or abnormality detected - second sterilization round: no deviation or abnormality detected - secondary packaging: no deviation or abnormality detected. - labeling: no deviation or abnormality detected.